Event description:
It is reported that the patient was revised due to pain. It is also reported that the patient fell post operatively.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: review of surgical reports provided indicates surgical technique was followed. No x-rays were received, so there is no evidence that the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. Evaluation: manufacturing documentation was reviewed and indicates that the devices were manufactured, inspected, and packaged to specifications. Based on the investigation, the need for corrective action is not indicated. Zimmer, inc. Considers this investigation closed.